Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The devices were not returned for analysis as they remain implanted. A review of the lot history records and complaint histories could not be conducted because the lot and part numbers were not provided. The patient effect of death is consistent with the product risk profile. A conclusive cause for the reported death can not be determined based on the limited information available. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling the other adverse events mentioned are filed under a separate medwatch report. Attachment: article title: impact of coronary calcification on outcomes after absorb scaffold implantation: insights from the gabi-r registry.

Event description:
This is filed to report patient deaths. It was reported through a research article identifying the absorb bioresorbable scaffolds that may be related to the following: cardiac death, target lesion revascularization, target vessel myocardial infarction, definite or probable scaffold thrombosis, major adverse cardiac events, hemorrhage, perforation, renal failure, stroke and percutaneous coronary intervention. This article summarizes clinical outcomes of 3140 patients with 3790 lesions, treated with the absorb bioresorbable vascular scaffold. Details are listed in the article titled, "impact of coronary calcification on outcomes after absorb scaffold implantation: insights from the gabi-r registry". Please see article for additional information.